Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition. It was mechanically damaged, the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). According to citadel plus instruction for use (831.374) the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. No patient was involved when the malfunction was detected. The complaint was assessed as reportable due to the side rail panel detachment from the side rail mechanism. No injury was claimed.

Event description:
It was detected by the arjo representative that the side rail was detached from the citadel plus bed frame. No patient was involved when the issue was detected. No injury was reported.